Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy pad messages) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This caused a break in the pulse wire solder joint in the dn. The pulse wire in the dn to rear te cable was also physically damaged. The root cause of the damaged cable and wires could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged electrode belt. The pt was issued a replacement electrode belt.